Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call high blood glucose levels. Customer¿s blood glucose level was 465 mg/dl. Customer treated their high blood glucose levels via manual injection. Customer declined to troubleshoot for high blood glucose levels. The insulin pump will not be returned for analysis.